Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 43 mg/dl. Customer was treated with food and glucose tablet. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was not alleging insulin pump for over delivering. Customer reports they did not receive a sensor updating or sensor glucose not available alert. Customer reports they did receive a calibration not accepted alert. The insulin pump will not be returned for analysis.